Event description:
The customer stated that when disconnecting a pt from aircraft power to take the pt off the aircraft, the unit momentarilly shut down and then rebooted.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.